Event description:
This is report 4 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot h12k28047 with no issues noted during the manufacturing process. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up information received from the nurse. The nurse stated that she had seen the patient perform peritoneal dialysis (pd) therapy at home before, and had not observed any breach in aseptic technique. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing at the time of this report.